Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the small roller pump has had a message "send for service" a few times recently. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Additional information: the error message appeared when the roller pump was first turned on. There was not tubing in the "boot" of the roller pump and the revolutions per minute (rpm) was off. The roller pump was in the left ventricular vent/ sucker position and operated per usual for the procedure.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected pump to lab use only (luo) power supply utilizing luo netcon cable and powered on. Observed pump to power on properly. Placed pump in forward direction and observed ¿service pump¿ error messages. Powered off pump and removed cover, observed main bearing was leaking grease onto drive belt and encoder wheel. Powered on pump and placed in forward direction, observed drive belt to slip and randomly generate service pump, motor and belt slip error messages determining main bearing is defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per log analysis, there were no indications of a problem over the timeframe as the complaint was reported. It is possible "service pump" was displayed on the pump display without logging why since the software does allows this. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.